Manufacturer narrative:
The referenced electrode was not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be determined. However, based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health. If additional information becomes available at a later date or if the electrode is returned for evaluation, this report will be supplemented accordingly.

Event description:
Olympus was informed that the loop of an (a22201c) electrode broke off inside a patient during a (turp) transurethral resection of the prostate procedure. The loop wire was retrieved from the patient using an unspecified approach. It is unknown if the procedure was completed, however, there was no patient injury reported.